Manufacturer narrative:
Analysis of the pump found no anomaly. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative (rep). A print report was provided from when the pump was interrogated on (B)(6) 2016, prior to the replacement that occurred. No active alarms were occurring at the time of interrogation and there were no alarm messages noted in the logs provided that ranged from (B)(6) 2016. No further information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider and consumer via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml gablofen at 649.8 mcg/day via an implantable pump for intractable spasticity. It was reported that on (B)(6) 2016 the patient and his family started hearing sporadic non-critical and critical alarms in different rooms of the house. However, there was no indication of any alarms in the pump status or in the pump event logs. An alarm test was performed where both the critical and the non-critical alarms were played. The patient confirmed that both alarms were heard. No patient symptoms were reported, and there were no volume discrepancies. The patient was clinically doing well and was being monitored in a hospital due to hearing the alarms. Additional information reported that the alarms were played again on (B)(6) 2016 and the patient didn't think the noise he was hearing sounded like either alarm. This was contrary to what was originally reported. As of (B)(6) 2016, the pump was explanted and replaced.

Event description:
Additional information was received from a device manufacturer representative (rep). It was clarified they had been aware of the alarm issue the patient was experiencing on (B)(6) 2016. No further information was available to be provided.

Manufacturer narrative:
The previously reported event date is no longer applicable.

Event description:
Additional information received reported that the patient had no other devices. The patient's "home/bags etc." Were searched extensively to find other devices and none were found. The patient and their mom/grandmother all agreed that the sound they heard was like alarm when it was tested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.